Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient¿s peritoneal dialysis (pd) catheter and the locking titanium adapter. During pd therapy, the connection between the titanium adapter and the pd catheter ¿came off¿. There was no patient injury or medical intervention associated with this event. No additional information is available.